Event description:
It was reported to philips that the system failed to boot up successfully. The system was not in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Review of system log file confirms the malfunction of flex vision pc. The cause of the flex vision pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the flex vision pc and os installation and application by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement of flex vision pc and os installation, the system was returned to good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.